Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded the cartridge with 300 units of insulin and the fill estimate displayed 66 units of insulin. Customer had elevated blood glucose levels (367 mg/dl). Customer delivered a bolus to address elevated bg levels.